Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded untreated episodes showing noise oversensing. Technical services (ts) reviewed the device data and discussed there is myopotential noise and t markers. It was advised to perform troubleshooting steps to choose the most optimal vector, and troubleshooting recommendations were provided. Additional information later received indicated x-ray imaging was obtained, and the physician decided to schedule an electrode replacement as noise was reproduced in all 3 vectors. The patient has also lost significant weight in the last 8 weeks and plans to lose more weight. Ts discussed the observations are consistent with electrode impairment and agreed with the electrode replacement plan. It was also mentioned that the s-ICD device is performing appropriately and can continue to be used if the physician decides to keep it. Subsequently, this electrode was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. An updated report will be issued upon completion of laboratory analysis. Of note: the explant date is currently unknown and will be provided on the next report.